Event description:
Asku

Event description:
It was reported that an inappropriate shock occurred due to the rv (right ventricular) lead oversensing t-waves. The lead was attempted to be repositioned due to the t-wave oversensing and small r-waves, but the helix would not redeploy after being retracted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: event date, date of death, patient outcome, date device manufactured, evaluation result, and conclusion. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix had disengaged from helical channel. The helix length couldn't be measured because it cannot be extended due to being over retracted. There was blood in/on helix mechanism (sleeve head) and a tip seal observation was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The helix length couldn't be measured because it cannot be extended. It is over retracted. Helix disengaged from helical channel. There was blood in/on helix mechanism (sleeve head) and a tip seal observation. Full lead returned and analyzed.